Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of questionable elecsys troponin I stat immunoassay results for 2 patients tested on a cobas 6000 e 601 module. Of the data provided, there were discrepant results for 1 patient sample. The initial troponin I result was 0.162 ng/ml and the repeat result was 0.313 ng/ml. There were questionable results reported outside of the laboratory. There was no allegation of an adverse event. The troponin I reagent lot number was 36574501 with an expiration date of 30-nov-2019. The calibration and qc were acceptable.